Event description:
It was reported that the patient had a failed lengthening. It was further reported that the patient is a healthy 11 year old boy with pretty good range of motion. We have successfully lengthened him several times. On (B)(6) 2018 we attempted to lengthen him 4mm (16 min) and the mle would not capture the gearbox to make the lead screw turn and extend the implant. We tried the normal stop/start, boost torque, reverse/forward tricks. We scheduled him for dec and we ended up cancelling due to the surgeon¿s schedule. We saw him on (B)(6) 2019 and we were able to successfully lengthen him 4mm. The mle did stop (disconnect from the gearbox) several times and we had to stop/start and boost him to 3. We will see him again in (B)(6).

Manufacturer narrative:
An event regarding an failure of extension involving a jts distal femur was reported. The event was not confirmed. Method and results product evaluation and results: visual inspection: not performed as no items were returned. Dimensional inspection: not performed as no items were returned. Functional inspection: not performed as no items were returned. Material analysis: not performed as no items were returned. Clinician review:no medical records were received for review. Product history review: review of the product history records indicate (B)(4) device was manufactured and accepted into final stock on 5th april 2016 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 28th feb 2016 to present for similar reported events regarding extension mechanism seizing. There have been 9 other events relevant to this investigation. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported that the patient had a failed lengthening. It was further reported that the patient is a healthy (B)(6) year old boy with pretty good range of motion. We have successfully lengthened him several times. On (B)(6) 2018 we attempted to lengthen him 4mm (16 min) and the mle would not capture the gearbox to make the lead screw turn and extend the implant. We tried the normal stop/start, boost torque, reverse/forward tricks. We scheduled him for dec and we ended up cancelling due to the surgeon¿s schedule. We saw him on (B)(6) 2019 and we were able to successfully lengthen him 4mm. The mle did stop (disconnect from the gearbox) several times and we had to stop/start and boost him to 3. We will see him again in (B)(6).